Event description:
The customer reported the ventilator failed pre-operational testing due to a low circuit pressure measurement and had a leak noise. The ventilator was not in use on a patient therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the pre-operational test failure but not the reported leak noise. The service technician replaced the 3 station solenoid to address the est failure. Performance verification testing was completed and tests passed per operating specifications. If the solenoid malfunctions, leaving the safety valve open, the ventilator is not providing breath support to the patient.